Event description:
A patient was set up for treatment with the couch at 90 degree with a gantry auto-goto movement thru the dedicated keyboard and the gantry touched and slightly pressed the patient's abdomen. No serious injury was reported.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Other: though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).